Event description:
A caller reported experiencing cgm error 42 after their pump recently exited storage mode. There was no adverse impact to the customer's blood glucose level. The customer received guidance from technical support to wait 20 minutes before commencing a new sensor session and was assisted with a pump reset. Following the reset, the cgm error code did not reappear, and the customer successfully initiated their sensor session.